Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.9-14.3cm from the connector pin, consistent with lead friction to the device can, and at 31.8-31.9cm from the distal tip, consistent with lead friction to another device. The silicone insulation was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.3-6.4cm from the distal tip. The etfe coating as abraded at this location. Fracture of the outer coil was noted at 7.8cm from the connector pin, consistent with the field observation of noise and inappropriate therapy delivery. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead was explanted and replaced. The patient was in good condition post-procedure.